Event description:
It was reported the video system center displayed image interruption including severe noise/flicker that makes the endoscopic image unviewable. The issue occurred during preparation for use for an unspecified procedure. The procedure was completed with the same device. There were no reports of patient or user harm associated with this event.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, the reported malfunction was reproduced due to the faulty video connector. However, a definitive root cause could not be determined. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.